Manufacturer narrative:
Additional manufacturer narrative: the device was not returned for evaluation, as it remained implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed

Event description:
Edwards received notification that a patient with a valve model 6900p29 implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of nine (9) years and three (3) due to stenosis. As per echocardiogram report, valve was noted as to be well seated with thick and restricted leaflets. Mean gradient was 11 mmhg and eoa 1 cm2. Trace of regurgitation was also observed. Patient presented with short of breath (sob) before the procedure. An edwards transcatheter mitral valve was successfully implanted within the surgical valve. The patient was discharged.

Manufacturer narrative:
Additional manufacturer narrative: updated b5. Information added to d4, e1, h4 and h6. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Leaflet immobility or leaflet restriction occurring over time, and not due to extrinsic physical interference, is a form of structural valve deterioration (svd), which can result in significant regurgitation and/or stenosis. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Svd can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Event description:
Edwards received notification that a patient with a valve model 6900p29 implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of nine (9) years and three (3) due to thickened and restricted leaflets leading to stenosis. As per echocardiogram report, valve was noted as to be well seated with thick and restricted leaflets. Mean gradient was 11 mmhg and eoa 1 cm2. Trace of regurgitation was also observed. Patient presented with shortness of breath (sob) before the procedure. A 29mm sapien3 edwards transcatheter mitral valve was successfully implanted within the surgical valve using trans-septal approach. As reported, patient was discharged home after the procedure.